Manufacturer narrative:
This report is filed under aic reference: (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant, during a revision posterior thoracic spine fusion procedure, a large hand-held rod cutter was used to cut a cobalt chrome rod. While cutting, the instrument shattered unexpectedly. Multiple components of the device, including screws, plates, and/or hinge elements, became dislodged and were scattered within the surgical field. The surgical field was inspected, and all fragments were retrieved. The complaint device is not available to be returned for evaluation.